Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -10.00/+2.0/081 (sphere/cylinder/axis), within the same surgery due to excessive vaulting. The lens was replaced with a shorter lens within the same surgery and the problem was resolved. Cause of the event was unknown.